Event description:
It was reported that the wake button was unresponsive. There was no reported adverse impact to the customer's blood glucose. The customer reverted to an alternate form of insulin therapy.